Event description:
It was reported that patient was told by her doctor that a surgical intervention could be performed in the future.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical concluded, based on the limited information provided, the patient's nickel allergy was reported as the reason for the revision of the nickel-containing patellar o-ring 8 months after the primary left tka. The patient impact beyond the reported pain and revision procedure cannot be determined. No further medical assessment can be rendered at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a surgical intervention was performed due to pain. The patella was exchanged.